Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. On (B)(6) 2012, the device failed a weekly self test for a low battery. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There is also sufficient evidence to indicate the device was being inadequately stored. Exposure to adverse environmental conditions can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery and memory full warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.